Manufacturer narrative:
Fowler set screw.

Event description:
It was reported by service report that the fowler set screw was missing at base of the head rest causing in the fowler to be stuck in the lowest position. No patient involvement or adverse consequences are reported.